Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had nothing but issues with their valve. It was stated their first valve, there was fluid pooling around it and the cap disintegrated. Then in may, they stated the cap "popped off." The surgeon was said to make a cage around the valve to hold it together. The patient had a lot of pain and swelling. It was also reported that the valve had flipped on its side and was unable to be adjusted.